Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's bedside nurse noted pump off and driveline disconnect alarms overnight while checking the patient's historical alarms the next morning. The patient reported having no audible alarms and that the nurse was present while they were switched from battery to wall power around 9 pm. The patient felt dizzy around then, but was adamant that the left ventricular assist device (lvad) did not make an audible sound. Following review of the submitted log files, it appeared there were transient driveline disconnect, low flow, and lvad off alarms on (B)(6) 2024 around 9:22 pm. It appeared the alarms were due to electrostatic discharge (esd). There were no other unusual events seen within the log files and the device appeared to have operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect alarm and subsequent pump stop event that appeared consistent with a physical disconnection of the driveline. A specific root cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event of dizziness could not be conclusively established through this evaluation. The system controller event log file contained events from 24nov2024 through 25nov2024, per the timestamps. A driveline disconnect alarm and subsequent pump stop was captured at 21:22:46 on (B)(6) 2024, consistent with a physical disconnection of the driveline. Low flow and pump off alarms were also captured during this time, per design when the driveline is disconnected. The driveline appeared to be re-connected approximately 11 seconds later, and the pump ramped up to the set speed without issue. The patient appeared to be operating on 14 volt batteries before and after the driveline disconnect alarm. Within 1 minute of driveline re-connection, external power appeared to be switched from 14 volt batteries to the power module. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the driveline disconnected, low flow, and pump off alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.